Manufacturer narrative:
Concomitant medical products: model: 6947m62, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing in the form of an increased sensing integrity counter (sic) and multiple high rate non-sustained episodes. Additionally, oversensing was noted on the right atrial (ra) lead. The leads were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.